Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server had an issue where the user was unable to access all station and was unable to login. A technical support specialist (tss) dialed into the server, noticed that the netservice was not running, rebooted the application server, mapped the application server services, enabled all services that were disabled, and confirmed that the devices previously showing as disconnected had decreased to six. The tss verified that the station displayed no error icon and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the user stated that the device was down. They were unable to access the pes, could not log in to the station, and logistics functions were also unavailable. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.